Event description:
It was reported there was an error message during interrogations indicating noisy telemetry and have been unable to complete interrogations. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the programmer and rf (radio frequency) head is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event. (B)(4) no anomalies found. (B)(4) no anomalies found.